Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of no audio, which was confirmed and reproduced by evaluation on all volume settings. The cause was found to be a failed speaker. The rear case, including the failed speaker, was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had no audio output in the pediatric care area. It was also reported there was an edema (without pain) in the patient's left hand. Anymore patient injury or medical intervention is unknown.